Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was faulty. When it was prepared with balanced salt solution (bss) and the scrub nurse rotated the knob, the lens got stuck and looked crunched. The iol did not move towards the end of the tip. The surgeon used a second box of lens of the same diopter instead. There was no patient involvement. No further information was provided.